Event description:
"The pt is a 57-year old woman who had bilateral reconstruction done in 1981 with insertion of silicone implants. She noted over the past two years that the breast implants became hard and she noted a great deal of pain, especially on the right side laterally. She wishes to have both implants removed at this time." These were explanted and replaced with silicone gel implants.